Manufacturer narrative:
The versacross rf wire was returned to boston scientific for analysis. The proximal end was snipped off and exhibited damaged ptfe. The distal end displayed clear signs of use and charring on the rf wire. The dilator was attempted to be inserted over the proximal end; however, there was resistance and dilator was not able to advance. The reported observations were confirmed by the analysis results.

Event description:
It was reported that the rf wire coating was frayed on the proximal end and a sheath could not be loaded onto it. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) and posterior wall (pw) ablation procedure to treat persistent atrial fibrillation a versacross rf wire was used. The rf wire was prepared and a versacross fixed sheath was advanced into the body over the wire. The transseptal puncture was performed successfully. The versacross sheath was backed out of the patient over the rf wire, and an attempt was made to load the faradrive sheath over the wire, but the faradrive dilator would not engage with the wire. After a second attempt to load the faradrive sheath onto the rf wire it was noticed that the proximal end appeared frayed, and that a piece of the frayed coating could become dislodged and embolize if attempts if a sheath were forced over it. Sterile clamps were used attempting to remove the frayed coating, but this was unsuccessful and only further mangled the coating. Rather than removing the rf wire and losing transseptal access, a decision was made to use non-sterile wire cutters to clip the frayed end of the wire off entirely. The proximal end of the rf wire was cleaned with a sterilizing cleaner, and prophylactic antibiotics were administered to the patient due to the compromised sterility of the wire. The exchange for the faradrive sheath was successful after this and the procedure was able to be completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the rf wire coating was frayed on the proximal end and a sheath could not be loaded onto it. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) and posterior wall (pw) ablation procedure to treat persistent atrial fibrillation a versacross rf wire was used. The rf wire was prepared and a versacross fixed sheath was advanced into the body over the wire. The transseptal puncture was performed successfully. The versacross sheath was backed out of the patient over the rf wire, and an attempt was made to load the faradrive sheath over the wire, but the faradrive dilator would not engage with the wire. After a second attempt to load the faradrive sheath onto the rf wire it was noticed that the proximal end appeared frayed, and that a piece of the frayed coating could become dislodged and embolize if attempts if a sheath were forced over it. Sterile clamps were used attempting to remove the frayed coating, but this was unsuccessful and only further mangled the coating. Rather than removing the rf wire and losing transseptal access, a decision was made to use non-sterile wire cutters to clip the frayed end of the wire off entirely. The proximal end of the rf wire was cleaned with a sterilizing cleaner, and prophylactic antibiotics were administered to the patient due to the compromised sterility of the wire. The exchange for the faradrive sheath was successful after this and the procedure was able to be completed. No patient complications were reported. The device is expected to be returned for analysis.